Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon review of initially received information, event outcome has been updated from malfunction to other medically significant event.

Event description:
A health care professional reported that during the cataract surgery with intraocular lens implant procedure, following insertion of the iol, the capsular broke as the iol unfolded. The lens had to be cut out. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).